Event description:
It was reported to boston scientific corporation that a rx extractor balloon was used in an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6) 2010 involving a (B)(6) female patient. According to the complaint, during the procedure the outer material of a hydra jagwire became unraveled while speeping the patient's common bile duct with an rx extractor balloon. It was initially reported that there were no issues with the balloon. On (B)(6) 2010 preliminary investigation results of the guidewire revealed that the guidewire protruded through the rx extractor balloon catheter near the tip. The procedure had been completed with this balloon and there were no patient complications. The patient's condition has been described as "fine."

Event description:
It was reported to boston scientific corporation that a rx extractor balloon was used in an ercp (endoscopic retrograde cholangiopancreatography) on (B)(6), 2010 involving a (B)(6) female patient. According to the complaint, during the procedure the outer material of a hydra jagwire became unraveled while speeping the patient's common bile duct with an rx extractor balloon. It was initially reported that there were no issues with the balloon. On (B)(6), 2010 preliminary investigation results of the guidewire revealed that the guidewire protruded through the rx extractor balloon catheter near the tip. The procedure had been completed with this balloon and there were no patient complications. The patient's condition has been described as "fine."

Manufacturer narrative:
Although the suspect device has been received, the full device evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device a supplemental medwatch will be filed.

Manufacturer narrative:
The c-channel was found to have a jagged edge in the section that is placed into the patient and the catheter was also found to be kinked. It is most probable that the device was kinked/bent inadvertently through the use of excessive advancing force. If the guide wire was continued to be advanced while the catheter was kinked/bent without first determining the cause of the resistance the guide wire could exit the catheter through the c-channel, potentially damaging it. An investigation was performed on the guidewire involved in this case and the damage found (the guidewire coating was delaminated) to the guidewire is thought to have been caused by this extractor balloon. In addition, the balloon was found to be burst, which most likely occurred due to contact with a sharp exterior object such as a large calcified stone, damage due to use in tortuous anatomy or pressure from large stones in the cbd. Based on the investigation results, the most probable root cause of operational context will be assigned to this complaint. A DHR review was performed and here were no issues or discrepancies found which could relate to this complaint. A review for similar complaints was completed and there were no other complaints reported.